Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The patient effects of occlusion and pain are listed in the prostyle instructions for use as potential adverse event associated with use of vessel closure devices. The subsequent treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an interventional ablation procedure. Reportedly post procedure, a couple hours after, the patient experienced cramping and pain. An angiogram was taken and showed that there was a partial occlusion in the right superficial artery. A cut-down was performed to relieve the suture from the posterior wall. The access site was closed with manual suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.